Manufacturer narrative:
Upon receipt, the ICD was interrogated, revealing the bos battery status, 25 charging cycles were recorded in the icds memory. The memory content of the device was inspected, confirming occurrence of several dft tests where the induced vf could not be terminated according to the programmed shock settings. The ability of the device to deliver therapies was verified. A fibrillation signal was applied, and the device delivered a defibrillation shock as specified for different used shock energies and phases, documenting a normal and expected sensing and shock delivery reaching the specified energy level. The manufacturing process for this device was thoroughly reviewed, and all production steps were carried out as intended, with no signs of inconsistencies. The final acceptance test confirmed that the device functions are fully operational. In conclusion, the memory content as well as the therapeutic functionality of the ICD were inspected, confirming the full functionality of the device. There was no indication of a device malfunction.

Event description:
System was explanted due to failed dft testing. Should additional information be received, this file will be updated.